Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stent treatment procedure, a vessel dissection occurred. The patient presented to the hospital with chest pain, the coronary angiogram revealed bifurcation lesion of the ostial obtuse marginal (om) to proximal circumflex (cx) and proximal left anterior descending (lad) artery. Target lesion 1 was a 70 to 75% stenosis of the ostial om. The physician pre-dilated the lesion with a competitor's 2.5x20mm non-compliant balloon, and then a non-study 2.75x24mm taxus express2 drug eluting stent (des) was deployed in the lesion. The physician noted that the distal cx was compromised and dilated the vessel with a competitor's 2.5x12mm balloon, then a competitor's 2.5x11mm non-compliant balloon. The physician then noted a vessel dissection at the proximal portion of the deployed 2.75x24mm taxus express2 stent. The physician then treated the vessel dissection with a 3.00x12mm taxus express2 des with "minimal overlap". It was reported that there were no residual effects. Target lesion 2 in the proximal lad was reported as "mild in-stent restenosis" of the study stent. The physician treated the restenosis with a 4.0x15mm unspecified cutting balloon. It was reported there was no residual stenosis in the lad. The patient was discharged from the hospital 1 day post procedure "with no residual effects".